Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet touchscreen developed a crack after the user paused insulin for a shower, after which the screen became unresponsive and the user could not unlock the device to resume insulin delivery; a replacement ilet was shipped and the original was returned. Symptoms included no reported clinical symptoms despite hyperglycemia with a documented high of 254 mg/dl and out-of-range glucose for approximately 20 hours. Outcomes included user-managed correction without outside assistance or medical intervention. Investigation included verification of device details, troubleshooting to ensure clean and dry conditions, removal of a screen protector, and logistical follow-up for replacement and inspection of returned device. Investigation of this device revealed a damaged touchscreen leading to loss of user interface function and interrupted insulin delivery, consistent with a device mechanical damage of the display component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external factors.